Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they unplugged the one in the room that they rented to resolve the bladder pain and spasms after getting too close to the plugin mouse repellent. The patient noted that the unit sent a shock from the implanted device all the way to the bladder and the pain was intense. The patient stated that it lasted for a few minutes and noted that the neurogenic bladder was a permanent condition. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for neurogenic bladder disorder. It was reported that the patient got a horrifying pain that went straight along the lead wires to their bladder after getting too close to a plug-in mouse repelling device. It set their bladder off with spasms so they unplugged the device. They were going to follow-up with a healthcare professional (hcp) about the issue. This occurred a couple of months prior to the report. There were no further complications reported or anticipated.